Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported a fresenius 2008k2 machine with a low ultrafiltration (uf) removal at the end of a patient's hemodialysis (hd) treatment. The patient¿s pre-treatment weight was recorded as (B)(6) kg and post-treatment weight recorded as (B)(6) kg, with a total weight removal of 1.6 kg. The uf goal was 4000 ml, and the amount of uf not removed was 2000 ml or 2.0 kg. It was reported that patient¿s treatment was ended five minutes early and 150 ml of normal saline (ns) was administered to the patient. The total uf removed on the machine read 3650. It was not reported that the machine was removed after the event. The machine¿s current status is unknown. Additional information regarding the reported event and patient outcome was not provided.

Manufacturer narrative:
Additional information: see clinical investigation below. Clinical investigation: a temporal association exists between the hemodialysis (hd) therapy, the 2008k2 hd machine and the patient¿s adverse event of a discrepancy between the machine¿s recorded ultrafiltration (uf) removal volume and the patient¿s post hd treatment weight. Based on the available information, the cause of the patient¿s early termination of treatment and subsequent flush of 150cc of normal saline (ns) is unknown. Additionally, it is unknown if the machine was sequestered after the event for evaluation. Therefore, it is possible hd therapy with the 2008k2 hd machine may have been a potential factor in the low uf removed volume. However, at the time of this clinical investigation there is insufficient evidence to determine causality. Should additional relevant information become available, a supplemental report will be submitted. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.